Event description:
It was reported that during the procedure the right ventricular (rv) lead was implanted successfully but later that night during testing the lead had no capture at high outputs. Reprogramming was done but an x-ray confirmed the lead was dislodged. Surgical intervention was performed to reposition lead. Testing confirmed lead showed stable pacing and sensing numbers after intervention. No additional adverse patient effects were reported.